Event description:
Löwenstein technology received this therapy device from a customer due to a complaint about the internal battery. Investigations of the device and the internal battery shows that the internal battery ignited itself. After enquiring with the customer, it was established that the device had not been delivered to a patient and that the incident had occurred during storage. This indicates that the device has not been used for patient therapy. Löwenstein technology is not aware of any harm to patients, users or third parties in relation to this incident.

Event description:
We have received information about a potential incident and would like to inform you about it. At the moment we do not have exact information about this potential incident. We have tasked our technical support to gather further information about this potential incident.